Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the intraoperative puncture needle positioning is completed, the bone cement is assembled and stirred for 40 seconds. When the bone cement was being poured into the rotating pressure gun, water kept flowing out of the bottle. The bone cement could not be injected into the patient's body with enough pressure. The same situation occurred after reassembling the machine twice. Repeated checks also did not solve the problem. After urgently contacting the supervisor, it was decided to use another pack of confidence and the operation was successfully completed. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that original package was returned, and inside of the package the ampoule glass was found open and empty, the crystal tube was found full of hardened cement, a small amount of hardened cement was found inside the mix plastic. A complete functional test was unable to performed due to condition of the received device. Therefore, the complaint condition was unable to be replicated. However, a retain test was performed by the vendor blackpool, the result of the testing revealed no deviations for product code 183901001, lot 4525654, hence a faulty product was excluded. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the confidence spinal cmt sys, 11c would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 283910000. Lot number: 416659. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 21 nov 2024. Manufacturing site: jabil le locle. Expiry date: 31 oct 2026. Cement number: product code : 183901001 / batch number : 4525654. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.